Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. No unexpected change battery now messages noted during testing. Pump error limits were in specification, however the power management graph indicated connector resistance issue. An unexpected replace battery now alarm was present in the insulin pump history file, a replace battery alert while monitoring and unit received with high sleep current measurement due to connector resistance issue. Connector on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture at bottom right corner of overlay and slightly peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 200 mg/dl. Troubleshooting for the alarm was performed. Customer advised they replaced the battery on the device multiple times and the issue remained unresolved. Customer received the replace battery now alarm for the second time without a low battery warning. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.